Event description:
The customer reported that the hemostasis valve broke during use. No further info was provided. No harm or injury was reported. The customer reported three defective devices but ID not provide any further info or clinical details for the add'l events. Therefore this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed. Eval method: device history record was reviewed, complaint database was reviewed. Conclusions: a follow-up report will be submitted when the eval has been completed.